Event description:
The rotator broke when disconnecting it from the catheter hub. It occurred after a left ventriculogram procedure was completed. Injector settings: flow-10ml/sec, volume-30, pressure-1050 psi. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: other, the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Evaluation method: device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.